Event description:
It was reported to tyco healthcare/kendall on 12/18/06, that a customer had a problem with a dialysis catheter. The customer stated, after they put the catheter in the pt, the guidewire could not go through the introducer needle. On 12/19/06, additional info was received stating that when the device was returned to the tyco facility, qa found that the guidewire was stuck in the introducer needle. When the guidewire was removed from the introducer needle, the guidewire was noted to be kinked and contained a red foreign matter. With this add'l info involving the foreign matter, the decision was made to file.

Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow-up report will be submitted.